Event description:
Boston scientific received information that during a normal patient follow-up, it was discovered that this device was at end of life (eol). At a previous follow up one year ago, the estimated longevity displayed was 2.5 years. The device was successfully replaced and will be returned for laboratory analysis. No additional adverse patient effects were reported. The physician did not have any allegations against the device functionality but did request the results of the laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was confirmed to be at elective replacement time (ert). Eol had not been declared. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.